Manufacturer narrative:
The device was not returned. At this time, without a proper device analysis, the reported issue cannot be confirmed, nor a definitive root cause determined. However, there is no indication of a product quality issue with respect to manufacturing, design, or labeling of the lens. Based on the information provided, the risk assessment for the lucia product, and our experience we have determined that the following factors may have cause or contributed to the reported issue is but is not limited to: · lens placement technique, · loading strategy, · accessory device support, · poor handling during folding and inserting.

Event description:
The doctor reported that he explanted a lens that was implanted by another surgeon. No other details were provided.